Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg) the patient experienced chest pain, pericardial effusion and cardiac tamponade due to perforation. It was noted that one tine of the micra was in the pericardial space. A pericardial tap was performed and the ipg was removed and replaced. No further patient complications have been reported as a result of this event.